Manufacturer narrative:
Product analysis: visual and optical inspection confirms the tip is sheared/broken. Inspection of the material hardness confirmed conformance to print specification. This is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: adult deformity type of procedure or technique used: posterior/deformity correction levels implanted: t10-iliac it was reported that on intra-op, tip of the screwdriver was stripped. The product came in contact with the patient. No fragment of the instrument remaining in the patient. No patient complications were reported as a result of this event.